Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an ECG equipment failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair service engineer conducted evaluation of the device and identified that a non-philips ECG cable was used which caused the issue. After using original equipment ECG cable, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.